Event description:
It was reported that the pt had a "loose anterior posterior drawer." Revision surgery was performed.

Manufacturer narrative:
Add'l info has been requested and will be submitted in a supplemental report if it becomes available.